Event description:
It was reported that, "the above implants were removed due to a loosened acetabular component. They were replaced with the following: (B)(4) (lot mhlehe) tritanium 72mm shell, 2 ea. (B)(4) (lots mjja40 and mjj2n5) 6.5x25mm screws, 2 ea (B)(4) (lot mja92j) 6.5x40mm screws and a (B)(4) (lot mjl1np) x3 odeg 44mm insert. The revision stem, by another manufacturer (plus), was well fixed and remained in place. The plus 28mm head was removed and replaced with a 44mm +7 head."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Info was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.